Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant of the right ventricular lead, the helix was trapped. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.